Event description:
It was reported that the patient¿s pump was replaced on (B)(6) 2014 and the patient¿s mother called the health care provider (hcp) on the date of this report and indicated the patient was convulsing. It was noted the hcp had had difficulty disconnecting the existing catheter and old pump however they were able to connect okay to the new pump (the difficulty disconnecting the existing catheter with the patient¿s old pump pertains to a different event). Troubleshooting was discussed. Later the same day, the logs were pulled from the pump. The logs were normal with no alarms or issues seen with the pump. There were seven entries from the update of the pump on the date of replacement and nothing beyond that. Troubleshooting the catheter was discussed however it was not specified if it was to be done. It was lastly reported the patient had tremors, was very hot and was sweating. The device system was used to deliver baclofen. Two days later, a dye study was being done it was reported as well as possibly a system content removal procedure. Additionally it was noted the patient had a high blood pressure as well. It was specified the patient¿s symptoms occurred 2 to 3 days post the pump replacement. It was also noted the patient¿s mother told the reporter the patient had a fever however the hcp reportedly did not say the patient had a fever. The hcp reportedly thought the issue was with the pump but the device manufacturer representative indicated again there were no alarms and all event logs were normal. The reporter ¿thought¿ the type of baclofen in the new pump was gablofen however they didn¿t know for sure. The outcome of the event was not reported as well as the outcome of the interventions, therefore additional follow up was requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Product ID: 8709sc, lot# n175919014, implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, lot# n175919014, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the event was attributed to using gablofen instead of lioresal. The patient was reported currently receiving effective therapy. The pump was used to deliver gablofen.